Event description:
I had a lasik surgery in (B)(6) by dr (B)(6) at(B)(6) medical center in 2012. The surgery failed and destroyed my vision. It was deeply depressing and there was no explanation given. I received no compensation, did not receive a refund and had to pay for follow-ups. In only had the surgery in one eye and they "encouraged" surgery in the other eye after doing this. The doctors that I have been to, including at (B)(6), "did not believe me" or did not understand. It is so depressing that the compensation is into the millions and at the least (B)(6). Current contact prescription vague.